Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the patient went into the doctor's office with a loose crown.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of use, wear along the hex but no apparent malfunction with the threads or hex. It was determined the device passed functional testing as the drive feature was able to be engaged and the screw threaded into an in-house compatible implant. However, functional testing to recreate the reported loosening could not be performed due to the nature of the device & events. The reported device was located on tooth # 8 and was used for an unknown duration. The customer did not provide any pictures or x-rays. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the device dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. Complainant reported that the patient came in with the crown loose, it was also discovered that the screw is stripped and possibly fractured. Could not determine the extent of damage to the screw because the crown has not been removed. Patient due to come back in the next week. The reported device was returned and the reported stripped drive feature was not confirmed as the device passed functional testing. The reported loosening could not be verified. A root cause for this complaint could not be determined. H3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
Complainant reported that the patient came in with the crown loose, it was also discovered that the screw is stripped and possibly fractured.